Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the monitor would not power up. Upon evaluation, the monitor belt receptacle was broken off, damaging the case where the belt receptacle attaches. Additionally, the enclosure cover was cracked. The cause of the reported failure is excessive force placed at the receptacle. The cause of the cracked enclosure cover is physical damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported receiving service code 204 (belt/monitor unusable).